Manufacturer narrative:
Additional information was received that the patient's pain had resolved and was no longer using the device. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. Model #: sc-4319, lot #: 18838995, description: clik x MRI anchor.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.